Event description:
The customer reported that the device fails the functional test with a service required message and a 20004 error message. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report wil be submitted upon completion of the investigation.